Manufacturer narrative:
This event occurred on an unspecified day in (B)(6) 2018. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the injection port of an interlink system t-connector extension set became non-occlusive and turned within the plastic. The t-connector was changed to resolve the issue. This event occurred during injection of medication. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.